Manufacturer narrative:
This report is for the dental abutment device. The dental implant device report was submitted under MFR report # 3013111692-2025-19611. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced a dental abutment fracture and implant fracture, which resulted in the removal of both the dental implant and abutment.

Manufacturer narrative:
Device received for this event is being corrected from unknown atis abutment catalog # unk atis abutment to competitor unknown product consumables catalog # competitor unknown product consumables. This is a follow up report for this corrected information. Correcting lot number from asku to unk. This is a follow up report for this corrected information.